Manufacturer narrative:
(B)(4): the lot 13e037 was manufactured may 7, 2013 - may 8, 2013. The device was received for evaluation. Visual inspection noted air bubbles inside of the patient control module (pcm). A functional test was performed to fill the device. After filling, flow was not visually observed at the luer. A forced priming was attempted to remove the air bubbles in the pcm but the air bubbles could not be removed. And the no flow condition continued. The reported issue was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Event description:
It was reported that no flow was observed in a (B)(6) basal/bolus infusor during infusion of morphine hydrochloride (non-baxter product). It was also stated that the drug solution was not flowing into the patient control module (pcm) line to fill the reservoir. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be air bubbles inside of the pvc tubing. Should additional relevant information become available, a supplemental report will be submitted.